Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over nine (9) years, since the subject device was manufactured. Based on the results of the investigation and since the device was not returned for evaluation, the definitive root cause of the lamp issue could not be determined. It is possible, that the lamp lifetime or lamp failure led to the malfunction. Resulting in the dimming of the light. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light was dim on the visera elite xenon light source. The customer replaced the lamp light bulb since the bulb had over 500 hours. Once replaced, the issue was resolved. The issue was found during setup prior to patient use. There was no report of patient injury or medical intervention associated with this event.